Event description:
It was reported that during an internal fixation with the dynamic hip and condylar screw system the surgeon encountered issues with two instruments. It was reported that the short tines of the guide shaft were bent and would not connect onto the lag screw of the dhs. The second guide shaft was bent and would not load the screw nor connect to the dhs t-handle. There was a 30 minute operative delay. The surgeon elected to use a short trochanteric fixation nail instead. The procedure was completed with no patient injury reported. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.